Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the carton. The lock-out assembly has been removed. Viscoelastic is dried in the device. The plunger has been advanced at the wound guard. One haptic is stuck between the plunger and the nozzle wall. The remaining intraocular lens (iol) was returned adhered to the blister tray. Solution is dried on the iol. One haptic is broken/torn and present in the device. The root cause for the broken haptic could not be determined. Broken haptic tip is observed in the tip of the nozzle between the plunger and the nozzle wall. The plunger position in relation to the broken haptic during advancement cannot be determined. If the plunger is not fully advanced the trailing haptic may not release properly from the device. The reported complaint is lacking in relevant information such as viscoelastic used. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: 2024-12104

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the product was found to be defective.